Event description:
Healthcare professional (hcp) reported patient receiving hemodialysis on 550 device. Hcp reported device was removing more ultrafiltrate than the programmed amount. No further information regarding this event was available from hcp for this report.